Event description:
It was reported to philips that the customer wanted to purchase 6 batteries. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The device had no error or failure the customer wants to purchase 6 batteries to support the dealer. The device had no error or failure the customer wants to purchase 6 batteries to support the dealer. The customer has ordered batteries. The device remains at the customer site and no further evaluation is required at this time.